Event description:
Boston scientific received information that the patient implanted with this pacemaker had ischemia and experienced syncopal episodes. Review of stored device memory revealed oversensing and inappropriate atrial tachy response (atr) mode switches. The patient was not pacemaker dependent. It was suspected that pacemaker mediated tachycardia (pmt) may have caused the symptoms, however, pmt storage was not programmed on. Boston scientific technical services (ts) discussed programming options and recommended programming pmt storage on. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.